Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an end of service (eos) message. It was noted that the device was off and no longer providing therapy. The patient stated that they went to have an electrocardiogram as preparation for a kidney stone procedure, and they experienced artifacts during the test. The patient noted they had shocking. They checked their implantable neurostimulator (ins), and that¿s when they was the eos screen. The patient mentioned that they rarely check their ins, only when they need to make an adjustment. The patient was redirected to their healthcare provider to schedule a replacement surgery. No further complications were reported. The patient was implanted for gastrointestinal/pelvic floor.